Event description:
It was reported that the patient experience pump erosion with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which the existing ipp was removed and replaced with tactra malleable device. No device issues or patient complications were reported.